Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. A: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that there was a malfunction resulting in oxygen therapy failure during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the reported event was for a loss of auxiliary oxygen failure which was reported under initial MDR 2112667-2025-07767. The resolution was filed under supplemental MDR #1 2112667-2025-07767, the initial MDR for 2112667-2025-07311 was not reportable.